Event description:
Medtronic (covidien) received the information that during a flow diversion treatment of an unruptured saccular giant right internal carotid artery (ica) aneurysm, the physician reported bad distal opening of a pipeline flex with shield technology. The vessel was moderately tortuous. The physician felt resistance in the middle of the microcatheter during delivery. The physician tried to deploy the pipeline flex with shield technology in a curve that caused friction, but the device seemed to stretch. The physician stated the pipeline flex with shield technology was not open correctly due to the distal flaps and the deployment location was in a curve that caused friction. Resheathing was not possible, therefore the device was removed. The patient was treated with another pipeline flex with shield technology successfully. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record has been reviewed and no quality issues were noted. The pushwire was returned for evaluation without the pipeline and catheter. Per the initial report, the pipeline was implanted and the catheter was discarded. The pushwire was found to be bent at approximately 2.0 cm to 16.0 cm from the tip coil. No other anomalies were observed. Based on the above findings, the customer's complaint could not be confirmed for resistance during delivery, failure to open distal and proximal flex, and failure to resheath issues as the pushwire was returned without the pipeline and catheter. The pushwire was bent. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Per the pipeline flex IFU (instructions for use): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.

Event description:
Medtronic (covidien) received the information that during a flow diversion treatment of an unruptured saccular giant right internal carotid artery (ica) aneurysm, the physician reported bad distal opening of a pipeline flex with shield technology. The vessel was moderately tortuous. The first pipeline flex was deployed on the secondary bend with the tip of the pipeline that at the start prevented initial opening of the pipeline. The deployment of the pipeline encountered some resistance with the microcatheter and the proximal end of the pipeline did not fully open. The vessel was moderately tortuous. The physician felt resistance in the middle of the catheter during delivery. The physician also encountered strong resistance with the removal of the pipeline flex delivery wire. A balloon was then used to fully open the pipeline. The patient was treated with another pipeline flex successfully to provide multiple layers for increased mesh density. The placement of the second pipeline flex went smoothly and was successfully placed. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed. A supplemental MDR will be filed as necessary when additional reportable info becomes available.